Event description:
It was reported that the patient did not feel a sensation of stimulation on the left side while the device was turned on. It was further noted that the patient could feel stimulation in the left side if he "moved a certain way or touched the internal neurostimulator (ins)." The patient reported that this started approximately 1.5 weeks ago, and that the stimulation was felt in both left and right legs prior to that. The patient stated that there was no known accident or incident that triggered the event. It was further noted that the implant was located on the right "belt line." The patient also stated that the ins site was "very tender" and had felt that way since the implantation of the device. The patient outcome was not provided. Additional information was requested, but was not made available at the time of this report.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial#( B)(4), product type programmer, patient. (B)(4).